Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device encountered an error message of "error-crc". User stated the device underwent a software update. As the device was removed from service to perform the software update, there was no patient involvement at the time of the incident. There was no user impact was reported.